Event description:
The reporter stated that the set did not infuse. There was no patient injury or treatment associated with this event. The reporter indicated that this had occurred on four other occasions but did not provide specific details.